Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c demonstrated a safety mechanism failure. Verbatim: rcc received a complaint via email. Email(s) attached. The item involved for quality standards issues is the bd safety glide syringe 3ml, 23g x 1.0¿, and unfortunately it resulted to safety harm to one of our nursing staff due to malfunction. Our staff encountered a needle stick injury after medication administration with one of our patients. Apparently, with the reports received and investigation, the needle failed to locked and thus it retract backwards which resulted to injury. Moreover, it was also captured in the other complained reports that the needle is so flimsy and not sturdy, that every time they used it to our patients, it bends. So, as part of our risk management and mitigating plans for engineering controls, we decided to pull-out all the bd syringes from our nursing units and hence, file or request for an item return or refund since it is not recommended to use due to its safety and quality standards, based on our hospital protocols. The following are the lot numbers of the items ordered: # 5317248 times 8 boxes. # 5289313 times 16 boxes. # 5265871 times 2 boxes. # 3151050 times 2 boxes. The date of incident was: (B)(6) 2026. Additional information received on 4-mar-2026: good day, this is to reiterate my previous response on your email dated feb 23, (kindly back track with the thread) and as much as possible, I/we don¿t want to go back and forth with the emails asking the same questions without providing a better resolutions in moving forward. As I mentioned with my last email, we want to return all the bd syringes regardless of the lot numbers that were identified for those 28 boxes, since they all have the same bd brand with the same features ¿ low quality, flimsy and not sturdy. It will further cause injury and safety issues both for our patients and staff, not to mention that now we already have 2 incidents of needles stick injuries: 1st was (B)(6) incident, and recently, (B)(6) 2026. For your reference and guidance, we are a psychiatric hospital and the risk for any blood borne pathogen injuries is very high considering our patient¿s medical and health condition. Now, nonetheless, we want to return all the items and provide us the total credits (return/refund) for those items. The batch or lot numbers of all the syringes were the following, and the total boxes for return and shipping are 24.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. The reported defect is related to the needle supplier manufacturing process. Therefore, a risk review is not applicable to the packaging plant.

Event description:
No additional information.